Event description:
Reportedly, the status led of the subject home monitor remains in orange despite various booting attempts.

Event description:
Reportedly, the status led of the subject home monitor remains in orange despite various booting attempts.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the status led of the subject home monitor remains in orange despite various booting attempts.

Manufacturer narrative:
The event date has been corrected (field b3), as it was confirmed to be (B)(6) 2020, instead of (B)(6) 2019.